Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the left brachial vein. A 6.0 x 100, 75cm mustang¿ balloon catheter was used to dilate the lesion. After dilatation was performed, the device was attempted to be removed from the patient; however, it was noted that the balloon catheter was stuck with a 035 non-bsc guide wire. The guide wire and the balloon catheter were removed together as a unit from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the guidewire inserted through the wire lumen of the device. An examination of the balloon catheter identified that the shaft was severely stretched down and bunched onto the wire at 4cm and 42cm distal to the strain relief. This type of damage is consistent with excessive tensile force having been applied to the shaft through some form of resistance with the guidewire movement. As a result the guidewire could not be removed from the device. The shaft was dissected in an attempt to remove the wire, however due to the severe stretching in the shaft the wire could not be removed. The outer diameter (od) of the section of wire exiting the device was measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the left brachial vein. A 6.0 x 100, 75cm mustang balloon catheter was used to dilate the lesion. After dilatation was performed, the device was attempted to be removed from the patient; however, it was noted that the balloon catheter was stuck with a 035 non-bsc guide wire. The guide wire and the balloon catheter were removed together as a unit from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).